Manufacturer narrative:
Additional information provided in b.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3. And h.10. Evaluation summary: based on the information received to date, the manufacturer cannot confirm that the device has caused an injury to the reporting party. Therefore, the reported event could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on the information received to date, the manufacturer has no basis to believe that the reported the implanted device has caused injury to the reporting party. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The manufacturer has no basis to believe that the reported the implanted device has caused injury to the reporting party and no lot number was identified with this complaint, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the consumer's spouse stating according to the latest microscopy on (B)(6) 2021, the patient has already lost 50 percent of the endothelial cells since she was implanted with the glaucoma device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported on behalf of his wife that following the implant of a micro-stent filtration device, she is experiencing a loss of endothelial cells. Additional information was requested.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).